Event description:
The physician achieved arteriotomy closure with the closer s 6 fr. Device following an interventional procedure. One week post-procedure, the pt was reported to have called the physicians office with complaint of "fever and the groin was tender to touch." The physician was out of town and the pt did not pursue seeing another physician. The pt was rehospitalized on 10/20/2002 with an abcessed pseudoaneurysm and hematoma. On 10/21/2002 the pt had surgery to drain the abscess and have an arterial graft. The pt was started on unspecified antibiotics. The pt remained in the hospital four add'l days following the surgery. Post discharge the pt is reported to be "doing fine." Although requested, add'l info has not come available.